Event description:
A malfunction was reported on a customer's pump, which did not result in the blood glucose level exceeding 500 mg/dl, indicating it was within a normal range. The customer¿s pump was included in a field correction, and having acknowledged the notification, a replacement pump with updated software was arranged by technical support. The customer was advised on using a backup insulin pump and provided instructions for returning the malfunctioning device.